Event description:
It was reported that metal filings started to come off the device during a knee surgery. The surgeon removed all of the pieces from the site. The procedure was completed with the same device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.